Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom "failed 800 ml/hr flow rate," which was not reproduced or confirmed during evaluation. Evaluation ran the device at multiple flow rates/volumes and found the device to deliver within design specification. No component could be identified for causality. Test results: (B)(6). This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-01209 can be removed from the FDA database.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the 800-ml/hr flow rate test during preventive maintenance testing. It was also reported there was no patient involvement.